Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution in (B)(6) 2011. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported that the surgeon was doing a mason alan technique with the 4.5mm healix anchor. He was also using the arthrex swivelok for suture differentiation. When he went to tie down the blue suture, it appeared to break/snap out. Shortly after he noticed that, the purple suture was out of the anchor. The sales representative asked the surgeon whether he could have accidently pulled the suture out of the anchor, and he is confident he was pulling the suture externally from the straws on the sutures. The surgeon believes the sutures broke through the anchor tip. He was not able to remove the anchor. The anchor was placed correctly and there was no evidence of any fragments etc. The surgeon had to finish the case with a pushlok anchor. The was no adverse reaction to the patient.